Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed wire within the jaws was sticking out. Opened another kit to complete procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 22oct2020. An investigation was conducted on 20nov2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting handle as well as charred material and blood was on the heater wire. The heater wire was observed to be flexed away from the hot jaw, but remained attached at the base of the jaw. The clear silicone insulation on both the cold and hot jaw was observed to be intact, no visual defects observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" was confirmed. The lot # 25152677 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed wire within the jaws was sticking out. Opened another kit to complete procedure. The hospital did not report any patient effects.